Event description:
The provider states the end user weighs about (B)(6). She states the seat upholstry is ripping at the front of the chair by his legs on the left side. The provider states the unit is a rental and no injuries occurred.